Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the header detached from the device during an explant procedure due to normal battery depletion. The device was removed successfully and the patient was in stable condition.

Manufacturer narrative:
The reported of damaged header during explant was confirmed. The device was received from the field with header damaged and broken which is consistent with explant damage. Visual inspection of the header found no contamination or foreign material that could have contribute to the reported event. Device could not establish bluetooth communication due to normal battery depletion. Longevity assessment was performed based on nominal settings, and the device exceeded projected longevity indicating normal battery depletion.